Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned with partially disassembled to olympus (B)(4) for evaluation. The evaluation confirmed that the distal end cover of the insertion portion was damaged and the glue around the bending section was deteriorated. The evaluation also confirmed that the suction channel and biopsy channel were wear and tear. It was also confirmed that the auxiliary water channel was clogged. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an inspection, the instrument channel of the subject device tested positive for stenotrophomonas maltophilia on (B)(6)2016, and the suction channel tested positive for and coagulase negative staphylococcus on (B)(6) 2016. It was also informed that suction channel of the subject device tested positive for citrobacter freundii and proteus vulgaris on (B)(6) 2016. It was reported that the subject device had been manually cleaned with a non-olympus brush and had been reprocessed using a non-olympus automated endoscope reprocessor (aer). There was no report of infection associated with this report.